Manufacturer narrative:
(B)(4). Batch # p58843. Device analysis: the analysis results showed that the cs40g device was received with the closing trigger broken and in the opened position. The device was received with a reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut and with the knife recess below the reload deck. The staples were noted to be protruding; this condition is consistent with the device being partially activated. The device was tested for functionality with a test reload and using a screw driver as a closing lever. The device fired, cut and formed the staples as intended. The cut line was complete, the staple line was complete, and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a ¿retosigmoidectomy¿, patient with medium rectum neoplasia. During surgery, the stapler broke when sectioning the rectum. The trigger of the device broke. No parts fell into the patient because the piece did not break completely. Another similar product was used to continue the procedure. There were no patient consequences reported.